Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0064) was removed from service because of inappropriate therapy, due to a lead fracture.